Event description:
It was reported that an epidural lead may have put pressure on the pt's spinal cord/nerves and interfered with her breathing. The lead was placed too laterally, causing the pt discomfort. The pt was taken back to surgery to revise the lead. As soon as the lead was moved, the pt condition improved. The pt recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.